Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a low blood sugar event on (B)(6) 2016. Patient was taken to the emergency room. It is unknown who transported the patient. Patient's mother reported that the patient was not wearing the continuous glucose monitor (cgm) at the time of event. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)